Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part:201.928s, lot:257l801, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:04 dec 2023, expiration date: 01 dec 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 201.928, lot number: 8243p38, manufacturing site: mezzovico, release to warehouse date: 02 nov 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 24, 2024, two (2) imf screws broke while inserting into patient. There was a surgical delay of ten (10) minutes due to removing the screws from the patient's surgical site. There were no fragments retained in the patient. The procedure was successfully completed. This report involves one (1) 2.0mm imf screw self-drilling 8mm. This is report 1 of 2 for (B)(4).